Manufacturer narrative:
Upon inspection, the technician found the control unit had exposed wires. The field service technician replaced the control unit to resolve the alleged issue. The technician performed functional and visual tests per the service manual to verify the lift functioned as designed. Viking l and xl mobile lifts are two versatile lift models intended mainly for use in health care, intensive care and rehabilitation. Viking l and xl mobile lifts are intended for heavier patients. Both models are excellent aids in daily transfers of adults and bariatrics, for instance, lifting to and from wheel chair, bed, toilet and floor. A viking¿ mobile lift equipped with the viking¿ armrest accessory can be used for gait training. Horizontal lifting can also be performed in combination with a recommended liko¿ stretcher accessory. The electrical parts of hillrom lifts are compliant with iec 60601-1 (medical electrical equipment - part 1: general requirements for basic safety and essential performance) which applies to the basic safety and essential performance of medical electric equipment and medical electric systems even as hillrom lifts comply to the above mentioned electrical standard, there is still a risk that abnormal wear and tear can damage the cables. Therefore, hillrom states in the periodic inspection manual for liko mobile lifts (3en371001 rev. 5) it is stated under section 8: " verify that all cables are properly inserted. Re-insert if uncertain. Verify battery charge by inspecting the charger indicator. Check cables and connectors for damage or wear." In the instruction manual for viking lifts (7en137108 rev. 3) states, under inspection and maintenance section: for trouble-free use, certain details should be checked each day the lift is used: inspect the lift and check to make sure that there is no external damage. If the instruction as outlined above are followed it is very unlikely for an injury to occur due to this error. Although the reported event did not result in a serious injury, the report of a control box with exposed copper wires could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction.

Event description:
The customer alleged the lift¿s control unit had exposed copper wires. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This incident was captured under complaint ref (B)(4).